Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unk) the device inappropriately decreased energy to 30 joules. Complainant indicated that upon the second analysis, the device worked appropriately. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.